Manufacturer narrative:
After further review MFR#2916837-2021-00070 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported when using the bd facsymphony¿ so there was spray of fluid (ethanol, sheath, biohazard, waste) under pressure. It was reported that the sheath is leaking from the flow cell area. The following information was provided by the initial reporter: is instrument assurity linc enabled? No. Customer problem: leak. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. 1.was there spray of fluid under pressure? Yes. 2. Was the leak/spill contained within the instrument? No. 3. Was the leak/spill in a customer accessible location? No. 4. What was the fluid that leaked/spilled? Customer believes it was sheath. 5. What is the source of leak/spill? (Waste or non-waste line) unknown. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd facsymphony¿ so there was spray of fluid (ethanol, sheath, biohazard, waste) under pressure. It was reported that the sheath is leaking from the flow cell area. The following information was provided by the initial reporter: is instrument assurity linc enabled? No. Customer problem: leak. Are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? No. What was the fluid that leaked/spilled? Customer believes it was sheath. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no.